Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp i.v. Catheter extension set was serrated inside an unimpacted packaging. This was discovered after being connected to a patient, when flushing the newly placed intravenous (IV) for patency. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo samples were received for evaluation. A visual inspection was performed on the returned sample, and a broken tube was observed. A pressure test was performed, and a leak was confirmed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.